Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Absent the device lot number, manufacture date cannot be determined.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because strips returned outside of the vial.

Event description:
Customer was unresponsive and sweaty around 8:50 am when daughter attempted to wake customer up to eat breakfast on the morning of (B)(6) 2013. Caller reported an aviva blood glucose result 97 mg/dl was obtained at that time. The daughter called the emts who arrived within 5 minutes and obtained a reading on their system of 39 mg/dl. Emts attempted to give the customer glucose paste and then further treated with IV of unknown contents. Within 15 minutes the customer regained consciousness. Blood glucose was retested at that time and was 353 mg/dl on the emt meter and 157 mg/dl on the aviva. A request was made for the return of the meter and strips, replacement sent.